Event description:
It was reported there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the closure device was deployed in the laa the physician noted that there was a thrombus on the access system. The closure device met release criteria, so it was released and implanted in the laa. After the device was released the system was pulled from the left atrium to the right atrium and the physician aspirated blood as this was being done. After the system was moved to the right atrium it was noted that the thrombus was lodged in the transseptal puncture location extending from the right atrium into the left atrium. The patient was monitored for 30 minutes with no change before the decision was made to keep the patient heparinized and then switch them from coumadin to eliquis. The patient was continuously monitored following this event. The next day the patient was doing well and had no adverse events related to the events that had occurred. The patient was planned to be discharged later that day.

Event description:
It was reported there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the closure device was deployed in the laa the physician noted that there was a thrombus on the access system. The closure device met release criteria, so it was released and implanted in the laa. After the device was released the system was pulled from the left atrium to the right atrium and the physician aspirated blood as this was being done. After the system was moved to the right atrium it was noted that the thrombus was lodged in the transseptal puncture location extending from the right atrium into the left atrium. The patient was monitored for 30 minutes with no change before the decision was made to keep the patient heparinized and then switch them from coumadin to eliquis. The patient was continuously monitored following this event. The next day the patient was doing well and had no adverse events related to the events that had occurred. The patient was planned to be discharged later that day.